Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm turned the iabp on and ran it for a few minutes with trainer without issues. Upon reviewing the logs, the stm identified several instances of code #53 ¿dc proxy overrun detected¿ pointing to the executive processor board. Code #110 was logged after code #53, due to the high number of code #53 occurrences the stm replaced the executive board. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use in a patient the cardiosave intra-aortic balloon pump (iabp) produced a high pitch screech sound and went blank/shut down. The iabp displayed error message "internal communication error". Rebooting allowed the pump to continue; however the iabp was swapped to continue therapy and the pump was taken to the facility's biomedical engineer. There was no harm or injury to patient and no adverse event was reported.